Event description:
Philips received a complaint on the heartstart xl device indicating that there was a charging malfunction. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the philips fse at the customer¿s site. It was determined that the device failed to charge as the power cable was broken. The fse recommended to replace power cable. Testing and calibration were completed, device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was broken power cable. The reported problem was confirmed.